Manufacturer narrative:
Bci contacted the customer regarding the patient sample. The customer indicated that they do not have enough sample to send in for testing at this time. The customer is going to redraw the patient in 3 months and send in samples at that time. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci), regarding an elevated hybritech prostate-specific antigen (hyb-psa) result, above the normal reference range, generated by the access 2 immunoassay system for one patient that did not match the patient's clinical presentation. Subsequent testing on an alternate methodology produced a discordant lower result within the normal reference range. It is unknown if patient treatment was affected.